Manufacturer narrative:
At the time of the adverse event, the pump was fully filling and ejecting. On (B)(6) 2020, the pump was exchanged due to increasing hemolysis labs and the persistent squeaking of the pump. The site reported the patient is doing well and continues to grow.

Event description:
Berlin heart was informed by the site on (B)(6) 2020 that a patient being supported with the excor pediatric vad system in the lvad configuration had experienced hemolysis. The pump was fully filling and ejecting, but had a squeaking noise at the inflow valve. Based on ldh values received by berlin heart from the site on (B)(6) 2020, it was determined that the hemolysis was a reportable adverse event. The patients ldh was greater than 2.5 times the normal range of the patient at 1230 on (B)(6) 2020. The previous lhd was 1003 on (B)(6) 2020 and pre-implant ldh on (B)(6) 2020 was 404.